Event description:
Interrogation produced several o ohms impedance measures in the ra during interrogation. Patient was being seen because his device was alerting. Original alert triggered on (B)(6) 2021 at 3:00 am. Several impedance values in the ra were measured at 152 ohms. Atrial threshold and sensing had changes in early (B)(6) 2021. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).